Event description:
Reportedly, during scheduled f/u on (B)(6) 2011, no curves and no episodes were available in aida (f/u data stored in device memory). Statistics were available.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.